Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the more frequent charging is a direct result of the patient's needed settings. It was reported that the doctor plans to replace the ins and adjust the leads downwards during the replacement surgery. A concrete plan has not been laid out yet due to communications with the patient's insurance. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that it was taking the patient longer to charge their ins. The patient noticed that this happened gradually over time and they haven¿t had any notable programming changes. The patient stated that they have to charge daily. The following recharge statistics were collected: a1: 330 us, 40hz, 9.1v, 536 ohms, 2 an, 1 ca a2: same settings as a1 with 499 ohms = 2.9 / 2.3 days. 7/28, 9.3 hrs, 100% 7/26, 2.8, 75% 7/25, 1.4, 50% 7/23, 0, 50% 7/23, 0, 50% 8 = typical coupling bars it was noted that the patient has had a little weight loss, but there haven¿t been any changes to the pocket and the ins is not loose. The patient noticed a return of pain when the impedance check was being performed as the stimulation had shut off for the test. This was resolved after the impedance check was completed. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.